Event description:
Device malfunction: knot mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, while the device was withdrawn, it was found that "the knot was entrapped within the device". A guidewire was advanced through the guidewire notch and the proglide was removed. Hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. No further info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.